Manufacturer narrative:
Therapy dates: this event was reported to have occurred in (B)(6) 2018. Lot number: the customer reported potentially associated lot number 17k3004. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that four (4) prismaflex m150 sets disconnected during treatment. Each of the sets was replaced and treatment was restarted using a new machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted for potentially associated lot number 17k3004 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.